Event description:
Equashield did not connect as expected at the male and female connection, then during administration of medication, liquid was noted to be coming above the rubber surface of the plunger, total volume leaked was approx 20ml. Pharmacy ordered own supplies to tracking was delayed, pharmacy noted they have had other similar fails with syringe during the filling process and just discarded at time. FDA safety report ID# (B)(4).